Event description:
The customer reported that they were unable to sync cardiovert this patient using the device.

Manufacturer narrative:
The customer reported that they were unable to sync cardiovert this patient using this device. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.